Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The electrodes on the damaged spline are squashed. There was noise from electrograms 1 and 2 displayed on the carto 3 system and the recording system when the pentaray nav high-density mapping eco catheter was plugged into the patient interface unit. The physician noted that one spline of the pentaray nav high-density mapping eco catheter appeared longer than the others. The caller stated that he confirmed that the one spline of the catheter appeared longer than the others. The caller stated that the physician was concerned that the longer spline would detach during the procedure. They replaced the catheter and the issue was resolved. The carto 3 system was operating per specifications and is not responsible for the product issue. Additional information was received on 18-may-2022. The longer spline was observed physically. Picture provided. The longer spline was noticed before being inserted into the patient. The pentaray nav high-density mapping eco catheter was removed without patient complication. There was no physical damage observed to the pentaray nav high-density mapping eco catheter after removing it from the patient. The physician used an sl1 fixed sheath. The noise issue was assessed as not MDR reportable. The risk to the patient was low. Additional information was received on 26-may-2022. It appears some of the electrodes on the damaged spline are squashed, particularly the electrode more proximal and closes to the shaft of the catheter. Pictures provided. Additional information was received on 02-jun-2022. The pentaray nav high-density mapping eco catheter was not used in the mitral valve. The issue was noticed before transeptal puncture was performed. The patient did not have a mechanical valve. The additional information provided on 26-may-2022 stating some of the electrodes on the damaged spline are squashed was assessed as MDR reportable. The awareness date for this reportable issue is 26-may-2022.

Manufacturer narrative:
The device evaluation was completed on 08-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The electrodes on the damaged spline are squashed. There was noise from electrograms 1 and 2 displayed on the carto 3 system and the recording system when the pentaray nav high-density mapping eco catheter was plugged into the patient interface unit. The physician noted that one spline of the pentaray nav high-density mapping eco catheter appeared longer than the others. The caller stated that he confirmed that the one spline of the catheter appeared longer than the others. The caller stated that the physician was concerned that the longer spline would detach during the procedure. They replaced the catheter and the issue was resolved. Additional information was received. The longer spline was noticed before being inserted into the patient. The pentaray nav high-density mapping eco catheter was removed without patient complication. There was no physical damage observed to the pentaray nav high-density mapping eco catheter after removing it from the patient. It appears some of the electrodes on the damaged spline are squashed, particularly the electrode more proximal and closest to the shaft of the catheter. An analysis was performed on the pictures that were provided by the customer. According to the pictures provided by customer, it was observed that there was an electrode damaged on the device, and the spline was larger than the others. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. A visual inspection and electrical evaluation of the returned device were performed following bwi procedures. Visual analysis revealed that one spline was larger than the other splines and this spline had electrode #5 damaged with an electrical wire exposed and no polyurethane (pu) was observed on the edge of the electrode due to the damage. The elongation of the spline could be related to the damage observed on electrode #5. For this condition, a meeting was performed with the manufacturing team in order to find the root cause. It was determined that damage to the spline was attributable to external factors, not related to manufacturing operation(s). An electrical test was performed, and an open circuit was found on the tip area. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 30-jun-2022, a correction to the coding was noted the h6. Medical device problem code of material twisted / bent (B)(6) was omitted. Therefore, added. This issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.